Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08730 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No absence of occlusion alarm noted. No unexpected no delivery alarm noted. Device uploaded properly using carelink. Device had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that high pressure test was failed and also insulin pump did not detected occlusion. The customer¿s blood glucose level was 273 mg/dl at the time of the incident and the current blood glucose value was 270 mg/dl. Customer was treated with insulin pump. Customer stated the drive support cap appears normal. The insulin pump will be returned for analysis.